Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: it was reported that on (B)(6) 2019, the patient underwent hardware removal due to blade cut through and converted to total hip. Originally the patient was implanted with trochanteric fixation nail advanced (tfna) nail, unknown tfna helical blade, and unknown locking screw on an unknown date. The patient had this tfna devices in for 2 years. The nail, blade, and screw were removed but not certain with the size of the screw and blade. There was no difficulty in removing the implanted tfna devices. All tfna devices that were implanted were removed easily and quickly. There was no surgical delay. Procedure outcome is unknown. There was a patient consequence. Customer quality investigation: the implant(s) was not returned and instead will be done based on the supplied image(s) from the attachments (1 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed, and the complaint condition for migration could be confirmed as the image shows the helical blade migrated laterally in relation to the nail. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown - nail head elements: tfna helical blade/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal due to blade cut through and converted to total hip. Originally the patient was implanted with trochanteric fixation nail advanced (tfna) nail, unknown tfna helical blade, and unknown locking screw on an unknown date. The patient had this tfna devices in for 2 years. The nail, blade, and screw were removed but not certain with the size of the screw and blade. There was no difficulty in removing the implanted tfna devices. All tfna devices that were implanted were removed easily and quickly. There was no surgical delay. Procedure outcome is unknown. There was a patient consequence. Concomitant devices reported: tfna short nail (part#04.037.042s, lot# unknown, quantity 1), unknown locking screw (part#unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) unk - nail head elem: tfna helical blade. This report is 1 of 1 for (B)(4).